Event description:
Ous MDR - it was reported that approx. 43 months after the implantation, oversensing was noted via home monitoring. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 21 cm distal to the is-1 connector pin. The proximal and a severely stretched distal lead fragment were received for analysis. In between a part of the lead body was missing. The actual length could not be determined, due to the excessive elongation of the distal lead fragment. The analysis revealed multiple extraction damages along the lead fragments. The insulation body was torn up in several regions and the conductor cables were pulled out of their lumens in these areas. The distal lead fragment demonstrated a tapered form due to the above mentioned lengthening. Furthermore the shock coil was found deformed. These findings indicate severe mechanical forces applied during the extraction procedure. Thus it is assumed, that the lead was significantly ingrown in the implanted state. During further analysis multiple signs of wear along the lead body were noted. In particular on the distal lead fragment near the shock coil the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation. The characteristics of this damage indicate that the lead had been subject to excessive mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Based on the extent of the extraction damages it cannot be excluded that an increased ingrowth of the lead affected the leads motion. Diagnostic images clarifying this assumption were not available. The provided x-ray images were taken on (B)(6) 2018, i.e. One day after the extraction of the lead under complaint, showing most likely the newly implanted lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.